Event description:
This spontaneous report was received from a us health care professional and concerns a patient. The patient was injected with radiesse into the cheek (off label use of device). After the radiesse injection, the patient experienced a possible occlusion. The outcome of the event was unknown. Follow-up information was received on 15-oct-2023: the patient was injected with a total of 0.2 ml of radiesse, near transverse facial artery. The reporter followed with a small volume of sodium thiosulfate (sts) diluted with saline at site of compromise. The sodium thiosulfate (sts) caused painful sensation that spread. The reporter tried to ultra-sound the area and did not find occlusion but was going to still treat like one. On 15-oct-2023, at the time of this report (reported as day 5), it appeared that the patient still had the occlusion, but also a chemical burn from the sodium thiosulfate (sts). On 15-oct-2023, at the time of this report, the reporter planned to treat again with hylenex across the angiosome, followed up with hyperbaric oxygen therapy (hbot), antibiotics and use exosomes on the affected region. Due to the provided information, the outcome of the event was considered as not resolved (changed from unknown).

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event possible occlusion (pt: vascular occlusion), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record of radiesse injectable implant could not be reviewed as the lot number was not reported.